Event description:
It was reported that the implantable cardioverter defibrillator (ICD) is part of the battery performance alert advisory. The ICD was noted to have reached the elective replacement indicator (eri). The ICD was programmed off as the patient was not dependent on the device for normal function and had unrelated dementia. No action/intervention was to be performed/anticipated. The device was being monitored. The patient was stable.

Manufacturer narrative:
Correction: section h6: coding health effect updated to "unexpected medical intervention" to reflect that the device was programmed off due to the patient's condition as was reported in the initial event.

Event description:
New information suggests normal function (normal elective replacement indicator (eri)) was suspected. The device remained implanted.